Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected d.9 device availability. Corrected and added new information h.6 component codes, type of investigation, investigation findings and investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery and device photo were provided by the site for the evaluation. Review of imaging revealed the following: showing patient's annulus with calcification, patient's vasculature with calcification, patient's right access with tortuosity, patient's left access with tortuosity, showing balloon distal tip torn, cut off esheath and balloon distal tip separated and inner spring stretched. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, device training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on balloon burst. If the delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Additional guidance for balloon burst. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip, watch under fluoro with every movement, be patient and pull gently especially near tear and balloon shoulder transitions and do not force if resistance is met near or at the sheath tip (force could result in additional tearing of the balloon material and the balloon material or tip coming off). If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications, conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation, based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure, consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position, ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath and take care when crossing the deployed valve to prevent potential embolization. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and system components separate during use - distal tip were confirmed through provided photos. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per case notes, provided, patient had moderate degree of calcification on annulus/leaflets and balloon had bust upon full deployment of the valve. During its removal, difficulty was encountered when which lead to the subsequent component separation. Based on this information, it is likely that the root cause of the balloon burst is related to those. A detailed root cause analysis for similar returned and no product return complaints have been summarized in technical summary. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. The technical summary also provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. While the balloons are sufficiently designed and tested for rated of burst pressures well above their inflation pressure, calcified nodules can compromise the, structure of the balloon wall via following mechanisms such as puncture, local, overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. In this case, ''the tip of the balloon catheter broke off and wouldn't go back in the sheath. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported distal tip, nose tip separation. Available information therefore suggests that patient factors (calcification) and procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the complaint event.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach the delivery system balloon ruptured when inflating the valve. The catheter tip was snared from the patient's leg no intervention required. The patient is stable.